Manufacturer narrative:
Continuation of d10: product ID: neu_ascenda_cath, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving baclofen via an implantable infusion pump for intractable spasticity. It was reported that the patient stated about 1-2 years after their current pump was implanted, their healthcare provider (hcp) found two kinks in the catheter between where the catheter connects to the pump and where the catheter goes into the intrathecal space of the spine after doing a catheter dye study. The patient stated they want to have a catheter dye study done. The agent on the call reviewed and redirected the patient to their managing hcp. The patient would call back if they need further assistance.